Event description:
According to the received information, a patient was injected with teosyal (B)(6) in the lips, forehead and glabella on (B)(6) 2021. On an unknown date, the patient experienced pain/ occlusion in the forehead. The patient was treated with hyaluronidase, cortison and antibiotics on an unknown date. On (B)(6) 2021, the patient planned to visit another doctor. However, conclusions of this appointment, as well as additional information could not be retrieved at the time of this report.